Event description:
It was reported that there was an out of range high impedance and increasing threshold on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 4120 lead implanted (B)(6) 2009 dtba1d1 crt-d implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.